Manufacturer narrative:
Please see the updates in sections: d4 (lot #), d10, g4, g7, h2, h3, h4, h6 and h10. The device has been returned and a device evaluation is completed for it. The actual device lot # is kr868731. The user¿s complaint was not confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and there is normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe tip unit. The distal end was activated using saline and observed energy flowing properly. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Conclusion based on the evaluation is that the user¿s complaint cannot be duplicated as the device operates normal with no signs of a short circuit error and no abnormalities. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿.

Manufacturer narrative:
Due diligence for additional information was executed. There is no patient information available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. A supplemental report will be filed as the information becomes available.

Event description:
The customer stated that in the reported event, during procedure the device displayed short circuit error. The surgeon tested the device outside the patient and got a spark at the proximal tip. There was no injury or adverse impact to the patient. Another device was used to complete the procedure. The outcome of the procedure was not impacted.